Event description:
It was reported by service report that the foot right siderail was not latching in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot-end timing link broken in two pieces.